Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
A single pattie was returned for evaluation. With only one pattie returned, the reported issue of a missing device could not be confirmed. The product that was returned has a partial string attached. We are unable to determine at what point the string was damaged. No lot number was provided; therefore, a review a manufacturing records could not be performed. Based on the information provided, no root cause conclusion can be drawn. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the distributor, a pack of codman patties had one sponge missing a string. Pattie pack was pulled from stock. There were no reports of delay or patient harm.